Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was looking for a doctor in her area that could take the implantable neurostimulator (ins) out. The patient had a return of symptoms. She felt no stimulation and started to wet her trousers again. Therapy was not on and the situation was not resolved. It was noted that there were falls that could be related to this issue. There were other surgical procedures, which were not related to the ins. It was noted that the change in therapy/symptoms was considered sudden. The ins was working for her the first 2 years and then she started having the issues some time in (B)(6) 2016. The patient also experienced a shocking sensation that was constantly shocking her. She had tried to decrease her stimulation but that it was not working for her. It was confirmed that therapy was on. Decreasing amplitude to 0.0v eliminated the uncomfortable stimulation. When she couldn't get her amplitude to decrease previously she was sure it was because of her user error. The patient was assisted in increasing stimulation to a comfortable level. The change in therapy/symptoms was considered sudden that occurred today, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.